Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: crd_1066 - envision ide study, patient site ID: us0202 - (B)(4). It was reported that on (B)(6) 2024, a 29mm navitor vision valve was successfully implanted in a patient. It was noted during procedure via electrocardiogram, that the patient developed a right bundle branch block with a first degree atrioventricular block, alternating left bundle branch block, and subsequent complete heart block. The final non-coronary cusp implant depth was 1.4mm. The patient went into a complete heart block while recovering. The patient had a temporary pacemaker placed. On (B)(6) 2024, the decision was made to implant a dual chamber permanent pacemaker.

Manufacturer narrative:
An event of left bundle branch block, right bundle branch block, heart block and permanent pacemaker implant was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on available information, the cause of reported heart block could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that the patient developed a left bundle branch block with first degree atrioventricular block. Post procedure, the patient had alternating right bundle branch block and lbbb that turned into a complete heart block. The patient was doing well at the time of report.